Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. Called the customer to follow up and remind the customer to send the required information. The customer states that he no longer needs the case and wants it closed. The reported issue was unable to be confirmed. There are no current trends against discrepant results. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using the bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. This occurred 1 time. The same samples returned a negative result when tested on other analyzers. There was no indication that false results were reported to health practitioners. There was no indication of patient impact. The following information was provided by the initial reporter: customer reports that they keep getting positive covid results. Same samples return negative results when tested on other analyzers. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Eua (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using the bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. This occurred 1 time. The same samples returned a negative result when tested on other analyzers. There was no indication that false results were reported to health practitioners. There was no indication of patient impact. The following information was provided by the initial reporter: customer reports that they keep getting positive covid results. Same samples return negative results when tested on other analyzers. Eua (B)(4).